Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor. Unable to confirm compromised force sensor system alarm due to motor error alarm. The motor was tested outside of the device and passed. Drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed compromised force sensor system, motor error and a motor position encoder error. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that they received a motor error in response to the reservoir being low. The customer stated that the drive support cap was flushed. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.